Event description:
Reporter alleged the customer had low blood symptoms, however, the meter was reading higher. Customer stated meter read 379 mg/dl at 7:45 am and paramedics were called where a result of 31 mg/dl on their meter registered at 7:50 am. As a result of the comparison, customer was given a glucose IV by the paramedics and monitored until glucose elevated to a point where she could be given normal amount of insulin as well as food. Customer indicated earlier the same morning at 6 am obtained a result of 258 mg/dl and took normal insulin, however, felt low blood symptoms so a retest was performed at 7:20 am with a result of 198 mg/dl before the comparison with the paramedics was obtained. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.